Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: >7.5; lab-inr: 5.0. No strip ln available. No pt info available. Lab manager calling in.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: >7.5; reference: 5.0; mean: 6.25; confidence-limits: unable to determine. [7.5 inr is utilized for the purpose of comparison test]. Summary: end-user claims discrepant accuracy. Customer results analyzed in-house. The comparison of inratio and lab results of user are beyond confidence limits determined range, and are considered inaccurate. In-house meter investigation; meter functional testing performed and indicator control failed. Meter memory data reviewed, inratio >7.5 is not registered. Registers strip code qm59v, ln 080938. Results accuracy met criteria. Strip deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established. Sep-09-2009: biosite received 1 inratio meter (B) (4).